Event description:
It was reported that the patient presented for an implant procedure. Post procedure, it was observed that the implantable cardiac monitor exhibited migration and wound dehiscence. A wound dressing was applied to the wound. There were no patient consequences.